Event description:
Same case as MDR ID# 2134265-2013-02805. It was reported during an unspecified treatment procedure, a wire became stuck to a balloon catheter. The target lesion was located in the right superficial femoral artery. A rubicon .018 support catheter and the truepath wire crossed the totally occluded target lesion then a 3.0 x 20mm sterling balloon catheter was advanced. The sterling balloon was inflated 4 times distally to the proximal popliteal artery at an unknown atm. As the sterling balloon was being withdrawn the catheter became stuck to the truepath wire. The sterling balloon catheter was pulled back outside of a non bsc sheath; however, the distal portion of the sterling balloon catheter remained stuck to the truepath wire. The truepath and sterling were removed as one unit and the procedure was completed with a .035 wire, mustang balloon catheter and a non bsc stent. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the sterling catheter was received with a truepath guidewire lodged inside the wire lumen and a bsc inflation device attached to the inflation port of the catheter. The tip was damaged. The balloon was bunched-up. The inner shaft was buckled between the markerbands and from the guidewire exit notch to the proximal balloon bond. The inner shaft was separated adjacent to the guidewire exit notch. The fracture faces were jagged and stretched, which suggests that the separations may be related to tensile overload. Magnified inspection of the fracture surfaces presented no evidence of any material or manufacturing deficiencies contributing to the separation. The guidewire was protruding 75cm from the tip. The outer diameter (od) of the guidewire measured .0178", with a calibrated laser micrometer which is consistent with a .018" guide wire. The guidewire was unable to be removed from the wire lumen of the catheter likely due to shaft damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-02805. It was reported during an unspecified treatment procedure, a wire became stuck to a balloon catheter. The target lesion was located in the right superficial femoral artery. A rubicon .018 support catheter and the truepath wire crossed the totally occluded target lesion then a 3.0 x 20mm sterling balloon catheter was advanced. The sterling balloon was inflated 4 times distally to the proximal popliteal artery at an unknown atm. As the sterling balloon was being withdrawn the catheter became stuck to the truepath wire. The sterling balloon catheter was pulled back outside of a non bsc sheath; however, the distal portion of the sterling balloon catheter remained stuck to the truepath wire. The truepath and sterling were removed as one unit and the procedure was completed with a .035 wire, mustang balloon catheter and a non bsc stent. No patient complications were reported.